Manufacturer narrative:
Investigated after report of piece of lens falling into sterile field. Inspection of other surgical light lenses was done in connection to this report and visit to the facility. MFR determined that the customer is not using the proper cleaning agent for the material of the lenses. MFR instructions warn against using the type of chemicals that were used by the facility. New lens were required. Distributor submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.